Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: g4. In the initial emdr the date entered in the "date received by mfg (g4)" field was incorrect. The correct date is 24-may-2021. A supplemental report will be submitted when our investigation is completed.

Event description:
N/a

Manufacturer narrative:
The investigation of the faulty safety disk was performed at getinge's national repair center (nrc). Inspection of the safety disk was completed per the cardiosave service manual with no visual damage observed. The nrc installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the safety disk failing the pneumatic interface module leak test. The safety disk failed testing. The saftey disk will be sent to the production department per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d9, g1(contact person). Retaining the disk in the nrc per procedure number.

Event description:
N/a.

Manufacturer narrative:
The customer was provided with another new safety disk, and no malfunction was reported from the customer. The defective safety disk was requested to be returned to the national repair center for further investigation. A supplemental report will be submitted when our investigation is completed.

Event description:
It was reported that the customer purchased a new safety disk for their cardiosave intra-aortic balloon pump (iabp), and when the customer's biomed installed the new safety disk to the iabp, performed the pneumatic interface module leak test and it failed three times. The biomed installed the original (used) safety disk and it passed. This is a failure during an installation. There was no patient involvement, and no adverse event reported.